Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 3 mm longitudinal tear in the balloon, which is approximately 5.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the probable cause of the balloon loss of pressure was the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1516801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon broke during pull back on plaque. A second mynx vascular closure device was used with buddy wire and it worked. The patient was not hospitalized. Additional information: there was no resistance while pulling back. Procedure type: intervention peripheral sheath size: 6f stick location: medium.